Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. According to the therapeutic apheresis: a physician's handbook, allergic reactions are usually associated with replacement procedures that include blood components but sensitivity to disposable tubing sterilized with ethylene oxide can also be associated with allergic reactions. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include but are not limited to an allergy to replacement solution and/or patient sensitivity to eto.

Event description:
The customer reported that approximately 49 minutes into an red blood cell exchange (rbcx)procedure, a patient was having an allergic reaction. The patient complained of itching and developed hives. Per the nurse practioner, the patient was disconnected from the procedure and solu cortef via IV was given to the patient in response to the patient reaction. The procedure was successfully completed on a new disposable set. The patient is reported instable condition. The customer declined to provide patient identifier. The rbcx set is not available for return because it was discarded by the customer.